Event description:
A malfunction was reported on the pump, identified by malfunction code 12, which was resettable. There was no adverse impact to the customer's blood glucose level. The customer reported multiple occurrences of the malfunction, and although the pump was out of warranty, technical support facilitated a pump replacement and arranged training for an alternative device called a mobi. The customer, however, continued using the current pump and was not interested in a loaner pump.